Event description:
The service required event was identified past the 30-day file date due to discovery during the review of returned device test records. Patient called in to report an intermittent service error code. The returned monitor passed both isl (safety) and eit (performance) testing. Returned therapy cable failed inspection due to damaged cable. The reported failure is likely due to a hardware wiring failure (open or short) within the therapy cable. Cable damage/breakage due to field stress and usage is anticipated as an occasional occurrence. Will continue to monitor and trend service code issues for failure modes.

Manufacturer narrative:
This file was originally submitted on (B)(6) 2025 but was not ack3 acknowledged as passed. It is being resubmitted with this statement on advice of the cdrh MDR team at opeq, office of regulatory programs, division of surveillance support.